Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor auto-zero failed" (diagnostic code: 110b). There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se reviewed the event log and found that a "check vent: proximal pressure sensor auto-zero failed" (diagnostic code: 110b) was logged. The se noted that solenoid valves 3 and 4 were replaced to resolve the issue. The device was checked, cleaned, and tested; the device was then returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.